Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Unique device identifier (UDI) number: (B)(4). There was no reported device malfunction and the device was not returned. The analysis of this complaint was an assessment of the manufacturing records and information provided to abbott vascular. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot. The reported patient effect of atrial septal defect, as listed in the mitraclip system instructions for use (IFU) is a known possible complication associated with mitraclip procedures. The investigation concluded that the reported patient effect and subsequent treatment was related to procedural conditions. There is no indication of a product quality issue with respect to design, manufacture, or labeling.

Event description:
This event is being filed because during use of the device an atrial septal defect (asd) with a shunt was noted, which required medical intervention to prevent permanent impairment. It was reported that this was a mitraclip procedure to treat mixed mitral regurgitation (mr) with a grade of 4. After placement of the steerable guide catheter (sgc), an atrial septal defect (asd) was noted with a shunt flowing from the right atrium to the left atrium. The procedure was continued successfully with 2 clips deployed, reducing mr to 2. An occluder was then successfully placed to treat the asd and shunt. Per the physician, the asd was procedure related, but not device related. The patient remained stable with no reported adverse patient sequela and no reported clinically significant delay in the procedure. There was no additional information provided.